Event description:
The customer reported a pads/paddles ECG failure.

Manufacturer narrative:
The customer reported a pads/paddles ECG failure. The device was evaluated at philips. Replacing the power pca resolved the issue.